Event description:
It was reported that the black power cable on the controller was damaged. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged was confirmed. The returned system controller (serial number (B)(6) was observed to have damage on its outer black cable jacket, revealing the inner layer near the strain relief (connector side); the black strain relief was also observed to be slightly damaged. A log file was extracted from the controller during analysis; however, no atypical events related to the damaged cable were observed. The system controller was functionally tested and was found to perform as intended despite the observed damage. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on 16nov2015. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.